Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was currently an inpatient at their facility. It was noted they had attempted to adjust the device in the office. After explant, the device was sent to pathology. In their records, the patient has had at least 2 magnetic resonance imaging (MRI) done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a revision on the day of the report due to the valve being defective/recalled. It was further clarified that the surgeon wanted the valve checked to see if it was stuck between settings since the valve was totally blocked in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.